Manufacturer narrative:
Catalog number and lot code of the other device listed in this report: c-taper cocr lift head 28 mm/0: cat#: 06/2800, lot# 33901801. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. An eval of the devices cannot be performed. Devices were retained at (B)(4). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter's institution. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported hat, "the arthroplasty was revised due to infection. The acetabular liner and femoral head were revised. The components were implanted in situ for approx 25.0 y. The pt presented with a ucla score of 1 three months prior to revision surgery and a maximum score of 2. Photographs of the retrieved implant are attached. Medical records and x-rays were not provided for review due to irb restrictions at our institution."